Event description:
During a left knee MRI at (B)(6), I sustained a thermal injury (burn). The facility failed to follow standard safety screening and positioning protocols to prevent rf-induced heating. Despite reporting the incident, the facility's legal counsel has issued a dismissal rather than a resolution. I am reporting this as a medical device safety failure and protocol breach. During a left knee MRI at (B)(6) on (B)(6) 2026, I sustained severe peripheral nerve stimulation (pns) and rf-induced shocks due to a technologist-led protocol breach. The technologist ('chad') failed to screen for a closed-loop configuration (clasping hands on the abdomen), which is a direct violation of established MRI safety protocols. I experienced approximately three minutes of intense involuntary muscle spasms and electrical shocks extending from elbow to elbow. Despite my verbal report of distress, the technologist dismissed the symptoms as 'normal' and directed me to continue. This failure to mitigate sar (specific absorption rate) risks resulted in significant physiological trauma, now requiring pharmaceutical intervention for future scans. I am requesting an audit of the dicom and sar logs for this session to verify energy deposition and system alerts.